Event description:
Literature: ince nf, gupte a, wichmann t, et al. Selection of optimal programming contacts based on local field potential recordings from subthalamic nucleus in patients with parkinson's disease. Neurosurgery. Aug 2010;67(2):390-397. Summary: this study investigated whether data regarding local field potentials (lfp) in the subthalamic nucleus (stn) could be used to identify in advance the optimal contacts for deep brain stimulation in patients with parkinson's disease (pd). Lfps are thought to represent aggregate activity from populations of neurons, synapses, axons and glia surrounding the electrode tip. Lfps with macroelectrodes placed unilaterally for deep brain stimulation (dbs) in 4 pd patients was recorded three weeks after electrode implantation before the start of long-term dbs. Subsequently, the patients underwent implantation of the pulse generator and post-operative dbs programming. The results were compared with the lfp data. Event: one patient's dbs device still had not been activated at the time of publication due to a persistent microlesion effect. The patient had undergone multiple microelectrode passes through the stn due to technical problems associated with the microelectrode recording, which never was successful.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time, no additional information was available, additional information regarding the patient, event, interventions and outcome has been requested. A copy of this article can be obtained at www.neurosurgery-online.com.